Event description:
A customer reported pain during the insertion of the Abbott Diabetes Care (ADC) device. The customer also experienced burning sensation and could not move their arm. On (b)(6)2026, the customer was treated with Morphine drip for two days by a healthcare professional as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.